Event description:
Approx (B)(6) months post-operative, a reoperation was performed to remove two broken screws in a single level pedicle screw construct. The surgeon reported that the vertebral fusion was adequate and no additional fixation was required. The procedure was performed successfully.

Manufacturer narrative:
Device eval: one broken screw was returned for eval. Microscopic visual examination found striations on the break surface indicative of fatigue. A review of the device history record did not identify any applicable non-conformity to specification for this production lot.